Event description:
The device was used during an unspecified procedure. Reportedly, a component disengaged into the patient's cavity. The surgeon converted to an open procedure to remove the component instead of removing it laparoscopically.